Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's neck flange was tore after 10 days of use. The customer indicated that the patient was re-cannulated.

Manufacturer narrative:
Evaluation summary: one sample of pediatric tracheostomy tube part number 4.5ped was received for evaluation and a visual inspection was performed and it was observed one of the eyelets is broken. The failure mode is not related to our manufacturing process since that condition cannot be reproduced in manufacturing process. If information is provided in the future, a supplemental report will be issued.